Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 585 mg/dl; cause unknown. Customer administered a correction bolus via the pump to address the bg. Customer's bg subsequently decreased to 250 mg/dl. Customer declined further troubleshooting, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.